Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited higher trends in shock impedance measurements, ranging from 55 ohms at implant to approximately 150 ohms from review of last year. It was noted the physician was concerned about possible lead fracture and boston scientific technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported. It was further reported that this right ventricular (rv) lead was surgically abandoned due to shock impedance measurements greater than 160 ohms. A different model rv lead was successfully implanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead exhibited higher trends in shock impedance measurements, ranging from 55 ohms at implant to approximately 150 ohms from review of last year. It was noted the physician was concerned about possible lead fracture and boston scientific technical services (ts) discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.